Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user was unable to get attach multiple connectors attached to the device because it hurt her fingers. She was finally able to get one of them attached to the device. She was advised to use pliers as appropriate. A replacement box of connectors was sent to the patient. There was no report of any patient harm or adverse event associated with this report.